Event description:
It was reported that during preparation for a procedure, the emergency stop button cannot be released even if it is released. The console was rebooted but the issue persisted, and it did not display any error code. There was no patient involved.

Event description:
It was reported that during preparation for a procedure, the emergency stop button cannot be released even if it is released. Also, it was not stuck. The console was rebooted but the issue persisted, and it did not display any error code. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. It was confirmed that the connector inside the console was damaged, confirming the reported event. The piece was replaced, and a performance test and function test were applied to the console. After that, the issue was resolved, and the console was working as intended. Based on analysis result a conclusion code of cause traced to component failure was assigned to this investigation.